Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the reporter, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had no flow during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.